Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction to the previous report. Corrected fields: h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is presumed that the image noise is due to a faulty ultrasound plug unit.

Manufacturer narrative:
Based on the results of the investigation, and although the definitive root cause of suggested event could not be determined, the event most occurred due to a faulty universal plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope produced noise in the image. This issue occurred during service/maintenance. There were no reports of patient involvement.